Manufacturer narrative:
(B)(4). The device history review revealed no production issues at the time of manufacture of the complained lot. The memobag was 100% inspected several times during production. The facility has communicated that the device is not available for evaluation. The root cause of the complaint was determined as improper method of use, unknown root cause due to missing information from the user and not returned sample for examination. IFU prescribes large tissue specimens may need to be cut into smaller pieces for removal; the trocar incision site may need to be enlarged to facilitate removal of memobag; care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcellators, electrocautery or laser delivery devices; with the memobag at the base of the trocar, withdraw the trocar sheath, memobag and graspers until the closed mouth of the memobag is at the trocar incision site. Continue to remove the memobag through the trocar incision site by hand under direct vision. In the event that the procedure for the memobag removal is not fulfilled the complained defect can be caused. As the root cause of this complaint was not determined, no corrective or preventive action is deemed necessary to introduce. Teleflex will continue to monitor and trend related events.

Event description:
During pelvic surgery through laparoscopy using the memobag to extract a lymphoid node clearance during extraction of the bag it burst and all the inside of the bag went into the abdomen. The patient's condition is unknown at this time.